Event description:
Rn, lvn, md, unable to irrigate catheter or deflate balloon. Finally after using force md irrigated to get catheter patent. Due to stress and good flow, md waited until 5/19 and forcefully irrigated pt. Felt "pop". Catheter removed gently per rn, balloon intact.